Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged and intact with its pusher assembly. Bends were present along the length of the pusher assembly. Conclusions: evaluation of the returned smart coil revealed a device capable of advancing through the returned non-penumbra microcatheter. During functional testing, a demonstration mandrel was advanced through the microcatheter and a white crystalline substance was removed from the lumen of the microcatheter. The smart coil was then able to be advanced through the returned microcatheter with minimal resistance. This white crystalline substance may be contrast fluid and may have contributed to the reported inability to advance the smart coil through the microcatheter. Further evaluation revealed bends present along the length of the device. Based on the reported complaint, it is likely that the bends are incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure for a vessel sacrifice in the right vertebral artery using penumbra smart coils (smart coils). During the procedure, the physician successfully placed three smart coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil through the microcatheter, the physician experienced resistance and the smart coil became stuck approximately five centimeters into the microcatheter. Therefore, it was removed. The physician then opened another smart coil but the same issue occured; therefore, the physician removed the microcatheter and the smart coil. The procedure was completed using a new microcatheter and the same smart coil. There was no report of an adverse effect to the patient.